Event description:
Customer reported having blood glucose levels in the range of 300 to 600 mg/dl for several days before the call. Customer reported feeling like the insulin pump was not delivering insulin. Customer stated that the insulin pump's battery had to be changed three times within one month, and lost all settings each time. Customer reported receiving multiple error alarms blood glucose level was 305 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed the insulin pump was received with currents in specification. No unexpected low battery alarm. The device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The unit passed the self test and the error alarm test. No error alarm noted. No unexpected excessive no delivery alarm noted. Minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip.